Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by minute device mobility, was determined to be the root cause of device failure. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The active electrode also showed some additional damage to the electrode wires, as being caused by excessive mechanical stress to it, which goes in line with the observed damages. Other mechanical damages found during investigation are attributable to the removal surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In situ measurements showed affected channels. At the time of initial report, hearing performance was reportedly not affected. The parent reported there was no trauma to the head. The implant site did not appear swollen, but the mom had the feeling the adhesion of the external magnet on this concerned side was not as good as with the contra-lateral device. The parents reported that the recipient had been removing the left processor often. The recipient is bilaterally implanted. The recipient was re-implanted.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show affected channels. Hearing performance is reportedly not affected. An incident of accident or trauma is unknown. An integrity test has been requested for (B)(6) 2018.